Event description:
It was reported the left ventricular lead exhibited loss of capture. X-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of loss of capture and dislodgement were not confirmed. A complete lead was returned in one piece for analysis. The lead tip and electrical analysis were normal with no anomalies found.